Event description:
On (B)(6) 2026, the patient underwent a right internal jugular vein port placement procedure in the right breast cancer using the powerport m.r.I. Isp. During the procedure, the guidewire did not seat properly during insertion; upon removal, it was found that the guidewire had fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.